Event description:
During a pta treatment procedure, removal difficulties were encountered. The lesion being treated was a subclavian restenosis. The physician had inflated the balloon twice. The balloon became detached from the catheter. The detached portion was successfully removed with a snare. The procedure was successfully completed. The pt status is reported as 'fine' following the procedure. Additional info has been requested regarding this event.